Event description:
It was reported that handle leakage occurred after one hour of use.

Manufacturer narrative:
We are awaiting device return. When we have completed our investigation, a follow up report will be submitted. (B)(4).